Event description:
It was reported that the user experienced low blood glucose while using the ilet system with cgm during a learning period, with the user expressing concern about receiving too much insulin at lunch and noting cgm lows despite device alerts. Symptoms included hypoglycemia with a nadir of 50 mg/dl and up to one hour under 70 mg/dl, without loss of consciousness or need for assistance. Outcomes included self-treatment with carbohydrates, no medical intervention, and recovery without hospitalization. Investigation included troubleshooting and user education on the ilet learning period, insulin dosing reports, and meal announcements. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hypoglycemia in the context of early system adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.